Event description:
The customer reported to olympus, during preparation for use, the evis lucera elite colonovideoscope presented an e315 scope error message (no image). The intended procedure was completed with another scope with no surgical delay. No patient injury or procedure impact reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. An electrical continuity error occurred due to water invasion in the scope connector. The scope connector had water leakage. The moisture indicators had been triggered evidenced in the fluid ingress within the plug body. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to water invaded scope connector, abnormality in electrical components occurred and error message was displayed. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscopic image. The event can be prevented by following the instructions for use (IFU) which state: ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.